Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer continued to use the pump for insulin therapy and would reach out to their hcp to obtain a backup method of insulin therapy if needed. There was no reported adverse impact to the customer's blood glucose level.